Manufacturer narrative:
S/w ver 4.11j retainer = black customer returned pump for alleged pump error 23, pump error 49, and pump error 68 alarms found on 8/23/2021. The pump passed the sleep current measurement, active current measurement, the self test, and the displacement test. Successfully downloaded the trace/history files using thus. The test energizer battery was removed from the battery compartment and reinserted before 60 seconds, less than 10 minutes, and more than 10 minutes. The pump powered up properly after insertion of the battery. Performed a safe shut down of the pump and then powered the pump back on. No unexpected pump error 23, 49, or 68 alarms noted during testing. A review of the history files reveal that on 8/23/2021 there was one (1) pump error 63 (variableinfo 0e) alarm, two (2) pump error 23 alarms at 07:50 and 13:17, two (2) pump error 49 alarms at 07:50, and one (1) pump error 68 alarm at 07:50 that occurred. Pump error 63 (variable 0e) alarms are due to a possible hardware fault, problem isolated to the electronic assembly. Pump errors 23, 49, 68 were the consequences of the pump error 63 alarm. The pump was cut open for a visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), the motor, and force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case and pillowing keypad overlay. Pump error 63 alarm variable 0e (power management controller failure) was triggered due to hw issue - hse clock was not ready (timeout)- and pump error 63 was generated. Pump errors 23, 49, 68 were the consequences of the pump error 63, fault isolated to the electronic assembly. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis. Troubleshooting was successfully performed however the customer discontinued the use of device and returned it for analysis.